Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2018 with blurry vision in the right eye (od) that was discovered at a post treatment. The surgery center noted the od¿s visual acuity was blurred at the one-month post op exam, however the patient feels better. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The best corrected visual acuity reported was 20/40 for the od and 20/30 on the left eye (os). The patient reported the symptoms are not interfering with daily activities. It was reported the symptoms were resolved on (B)(6) 2019. Bcva from (B)(6) 2019: right eye pre-op 20/20 -.75 x -.50 x 102, left eye pre-op 20/20 -1.00 x -.25 x 20.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Device manufacture date (mm/dd/yyyy): date changed to 9/20/2007. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.